Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for an MRI scan. MRI procedure was not followed. During the MRI, the patient experienced symptoms of presyncope and bradycardia due to their implantable cardioverter defibrillator (ICD) changing settings due to oversensing noise. The physician elected to explant the ICD. The patient condition was unknown.

Manufacturer narrative:
The reported field event of sensing noise could not be confirmed in the lab. Visual inspection of septum and set screws did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.